Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was near 569 mg/dl. The patient stated that their insulin pump buttons were hard to press. The customer treated the high blood glucose by changing the infusion set and bolusing 6.9 units of insulin. The patient's blood glucose has since decreased to 482 mg/dl. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.